Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump remains implanted.

Event description:
It was reported that the patient was seen in the clinic with complaints of increased shortness of breath, increasing fatigue, and headache.  The patient reported elevated flows up to 6-7's and watts up to 3.8 since (B)(6) 2017.  Their lactate dehydrogenase (ldh) was 306, plasma free hemoglobin at 50, and international normalized ratio (inr) 2.2 on (B)(6) 2017. The patient denied blood in urine nor dark/tarry/bloody stools.  Log files revealed power consumption above normal operating range.  The patient was admitted to the hospital for suspected pump thrombus.  A chest x-ray was performed which showed good results, and they were started on heparin drip.  The patient was on full dose (325 mg) of aspirin.  Any time their inr dropped below goal, they were treated with lovenox.  They were adding plavix and consulted hematology to determine if patient was not responding to coumadin.  There was also multiple changes in hematocrit over the last 14 days.  The patient had no evidence of infection or inflammation.  There was an abrupt drop in power consumption on (B)(6) 2017. Low flow alarms were triggered on (B)(6) 2017. On (B)(6) 2017, power consumption was back to normal and the patient was being discharged.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed via log file analysis which revealed a rise in power consumption starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. No alarms were recorded prior to 14 days leading up to (B)(6) 2017. Of note, it was reported that the patient received full doses of aspirin due to previous history of pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.